Manufacturer narrative:
A complete lead was returned in single piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the initial implant procedure. The stylet would not advance through the lumen of the pacing electrode. The lead was not used and a new lead was implanted. The patient was in stable condition.